Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000170, serial/lot : (B)(6) h3, h6: the battery charger 1 and 2, and the eight and six pack battery were returned for product analysis. The analyses are still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the pcba bi31000170 battery charger 2 (rev. 2 : s/n (B)(6) was returned to the manufacturer for analysis. The battery charger passed bench testing. The battery charger was installed into a known good system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images were acquired successfully. No fault was found with the battery charger. The pcba bi31000169 battery charger 1 (rev. 2 : s/n (B)(6) was returned to the manufacturer for analysis. The charger board failed visual inspection due to an electrically overstressed capacitor. The svc kit bi71000125 8 pack battery kit (rev. 3 : s/n n/a) was returned to the manufacturer for analysis. The complaint was confirmed. The charger voltage was out of range. The battery packs failed bench testing due to 2 batteries not measuring within specifications. The batteries no longer held a charge. The svc kit bi71000126 6 pack battery (rev. 3 : s/n n/a) was returned to the manufacturer for analysis. The complaint was confirmed. The charger voltage was out of range. The battery packs failed bench testing due to 2 batteries not measuring within specifications. The batteries no longer held a charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000524, serial/lot : (B)(4). Product ID: bi71000125, serial/lot : (B)(4), quantity: 3 product ID: bi71000126, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and parts were replaced. The system now functions as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when measuring the charger voltage during the periodic inspection, the voltage of #8 and #9 of j7 were confirmed to be zero. When the image acquisition system was started alone, the x-ray battery indicator went to zero. Since the charger board and battery were out of order, the charger pair and x-ray batteries were replaced to resolve the issue. There was no patient involvement.